Event description:
It was reported that a dissection occurred, requiring an additional stent placement. An enroute transcarotid neuroprotection system was selected for use in the right transcarotid artery revascularization (tcar) procedure. After arterial sheath insertion, a dissection was noted in the right common carotid artery. An additional, unplanned stent was used to cover dissection. The procedure was completed with no additional patient complications.